Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general);") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia);"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disoreder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches;"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea (cramping);"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full);). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 125 lbs. Approximate weight at the time of essure placement: 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: hormonal changes; abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia);infection (bladder/ urinary tract/vaginal); bladder or urinary problems or changes; migraines / headaches; nausea;dysmenorrhea (cramping); pain; vaginal discharge; fatigue; weight gain; gastrointestinal or digestive system condition;hair loss., lower back pain, lower abdomen pain were added.date of birth were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.